Manufacturer narrative:
Additional information: x-ray image review: pre-op and post-op x-rays for l3-4, l4-5 olif. The initial construct was interbody only and there was a fracture of the l4 vertebral body post-op. This may be caused by screw-screw interaction with in the body before fusion occur. The device is indicated for use in one or two continuous levels. I do not see the fracture on provided imaging and hardware placement appears appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Catalog no.:2140145; lot no.: 0527103w; UDI: (B)(4); 510(k) no:k152277; qty: 2. Catalog no.:2140145; lot no.: 0472687w; UDI: (B)(4); 510(k) no:k152277; qty: 2. Catalog no.:2140002; lot no.: 0474047w; UDI: (B)(4); 510(k) no:k152277; qty: 1. Catalog no.:2140001; lot no.: 0583563w; UDI: (B)(4); 510(k) no:k152277; qty: 1. Catalog no.:2111455; lot no.: h5230582; UDI: (B)(4); 510(k) no:k152277; qty: 1. Catalog no.:2111355; lot no.: h5304053; UDI: (B)(4); 510(k) no:k152277; qty: 1. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l3-l5 degenerative disc disease underwent oblique lumber inter body fusion. On an unknown date, post-op, the patient had l4 vertebrae body fracture and instability. The additional surgery was performed with posterior instrumentation and fixed few months later.